Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was failed to release from board. User broken the cubie to retrieve medications. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer logged into hardware test application (hta) to test auxiliary drawer 2 and confirmed the position sensor was not properly reading drawer activity, and when attempting to open a cubie, a message prompted to open the drawer. The fse force-released the broken cubie, powered off the station, removed drawer 2, and replaced the position sensor. After rebooting the hardware, the fse verified the sensor functionality in hta, then launched the application to allow the customer to recover the cubie with ¿cubie not there.¿ the fse replaced the cubie with a new pocket, loaded medication, and tested the hardware. The station was rebooted again, pyxis's bus cable reseated, and latch and position sensors tested successfully. The system functioned as intended after the field service engineer resolved the issue.